Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device with 30 tacks and two photographs. The visual inspection noted the shaft was bent and broken and the unit was fully fired. The handle was able to actuate and the shaft spun. No additional information was noted in the photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The provided photos show the device with a bent and broken shaft. Tacks were able to be fired normally from the device. The tacks were able to penetrate the tissue and hold correctly onto the tissue. In order to resolve the issue and complete the case, replaced with another of the same type of device. There was no patient harm. The patient status is alive, no injury.